Event description:
It was reported that the customer had been hospitalized for high blood glucose levels while using their insulin pump. Customer's blood glucose level was reported at 100 mg/dl. The customer's health care professional was advised on proper insertion procedures and have had no blood glucose level issues since. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.